Event description:
Additional information received reported that the date of onset or diagnosis was (B)(6) 2012. It was unknown if perioperative antibiotics were administered. The patient had aphasia and confusion. The primary location of the infection was at the lead track. The reporter thought a culture was obtained by the surgeon, but was not sure. The organism cultured was unknown. The patient was given both oral and intravenous antibiotics. The infection resolved.

Event description:
Additional information received reported that the patient had a "bilateral abscess" in the brain which necessitated a total system r emoval. It was noted that the patient was treated by his physicians with antibiotics and was not re-implanted with the device until "cleared." No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's system was removed in approximately (B)(6) 2012 due to an infection that resolved.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# v818127, implanted: (B)(6) 2012, product type lead; product ID 37085-95, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot# v818127, implanted: (B)(6) , product type lead; product ID 37603, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type implantable neurostimulator; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-95, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot# v818127, implanted: (B)(6) 2012, product type lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot# v818127, implanted: (B)(6) 2012, product type lead. (B)(4).